Event description:
It was reported that patient did not want lead removed because of risk. Lead was capped and replaced due to patient anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. The device is part of the advisory for this model. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.